Event description:
The affiliate reported the customer alleged low sodium (na) pt results involving unicel dxc 600 synchron system. The customer stated the system was in stable operation. The pt's results had an overall average mean of 137.5 mmol/l. The reference interval for this parameter is from 136 to 144 mmol/l. The customer expected the average to be 140 mmol/l. It is unk if the erroneous results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the system model on (B)(4) 2009. On (B)(4) 2009, high quality control (qc) results were detected and tested immediately within a normal test. After calibration, quality control results were normal. The customer suspected a possible handling issue of the calibrators. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events.